Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded electronic patient record it was observed that the device had indeed powered off. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer informed physio-control during maintenance of their device that it had powered off twice then it was used to measure a patient's blood pressure. There was no negative outcome for the patient. No further patient details were provided.

Manufacturer narrative:
Physio-control further evaluated the device but could not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
The supplemental medwatch report indicates: physio-control further evaluated the device but could not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. The supplemental medwatch report should have indicated: physio-control further evaluated the device but was unable to duplicate reported issue.  Through an evaluation of the electronic device records, physio-control was able to verify that the reported loss of power did occur.  Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.